Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MFR: 2134265-2018-03498. It was reported that a pericardia l effusion occurred post procedure. A challenging left atrial appendage (laa) closure procedure was being performed. A double curved watchman® access system was positioned in the laa. Two different 27 mm watchman ® laa closure device and delivery system was inserted and deployed. Both of these devices were too proximal in the laa and did not meet pass criteria, so they were removed from the patient. The (was) was exchanged for an anterior curved watchman® access system and a 3rd 27 mm closure device was successfully implanted and completed by 11:00 am. At 7:00 pm that same day the patient experienced a pericardial effusion. The patient was asymptomatic and was currently on warfarin with an inr of 1.8. A pericardial tap was performed. No further patient complications were reported and the patients status is stable.